Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised has not used the unit for over a year and when powered on making a loud noise and now it does not work at all.